Event description:
It was reported that after taking a breast tissue sample, the physician noticed that the biopsy needle could not be fully closed. Reportedly, when comparing the length of the inner cannula, a difference in length was seen. The needles were about 3mm longer. Two needles were used on the same pt. No pt injury reported.

Manufacturer narrative:
The device history records were not reviewed, as the lot number was not provided. Two actual complaint samples were returned for evaluation. Sample #1: the device was visually inspected and no apparent anomalies were noted, with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. Sample #2: the device was visually inspected and no apparent anomalies were noted, with the exception that the hub notch on the stylet was exposed. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of both sample evaluations were confirmed. The root cause for the event has been identified. Corrective and preventative actions have been and will be implemented.